Event description:
It was reported that this fiber was used with a cavity mirror system in a procedure to treat kidney stones. During the procedure, it was identified that the endoscope was blurred, the lens was damaged, and the fiber exhibited light leakage suggesting a fiber fracture. The fiber and lens were replaced and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available, a conclusion code cause not established was assigned to this investigation.